Manufacturer narrative:
The reported event of prime feature button not working file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported during a go live in (B)(6) 2018, the syringe module is not allowing the prime feature to activate. The prime button is selected however after being depressed the screen will not advance to allow to prime (¿greyed out"). There was no report of patient involvement. The current software version pcu and syringe module v9.33.